Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years post filter deployment, computed tomography revealed extensive bilateral saddle pulmonary embolism. There was a large filling defect extending from the right main pulmonary artery to the left main pulmonary artery consistent with a saddle embolus. In addition, there were extensive filling defects within the pulmonary arterial branches extending to these right upper, middle and lower lobes as well as left upper and lower lobes and the lingula. Approximately three years later, computed tomography revealed superior extent of the filter was at superior l3 vertebral body and inferior extent of the filter was at superior l4 vertebral body and a total of 6 prongs had perforated through the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs and the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.